Event description:
An analysis was performed on the returned lead portion. Note that a large portion of the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis the (+) connector ring quadfilar coil appeared to be broken approximately 30mm and 90mm from the end of the connector boot. Scanning electron microscopy was performed on the (+) connector ring quadfilar coil break found at 30mm and identified the area as having extensive pitting which prevented identification of the coil fracture type with mechanical damage and residual material. Scanning electron microscopy was performed on the (+) connector ring quadfilar coil break found at 90mm and identified the area as having evidence of being worn to the point of fracture with flat spots on the coil surface, no pitting and residual material. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded openings found on the outer and inner silicone tubes and the cut ends that were made during the explanted process, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer and inner silicone tubes. With the exception of the observed discontinuity, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted except for the set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator at one time. However, based on the location of the setscrew marks on the pin, it is unknown whether a good electrical connection was present for the connector ring. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified. Based on the findings in the product analysis lab, there is evidence to suggest a discontinuity in the returned portion of the device. Product analysis was performed on the explanted generator. Based on the electrical test results, the device exhibited current consumption rates that are within specification, thereby demonstrating normal battery depletion to a near-end-of-service (neos) condition. A battery life estimation resulted in 0.07 years remaining before the near-end-of-service (neos) flag would be set. However, an incomplete programming history indicates the estimation does not use all the data required to make an accurate estimation. Therefore, the electrical performance of the generator, as measured in the pa lab, will be used to conclude that no anomalies exist and the near-end-of-service (neos) condition is an expected event. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
During surgery for generator replacement due to eos = yes, it was reported that high impedance was obtained prior to explanting the generator. Both generator and lead were then replaced. It was reported that it was unknown when the high impedance was first observed. The generator and lead were returned for analysis; however, analysis has not yet been completed.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.